Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 540 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. It was stated that first infusion set cannula was bent and second one the cannula never penetrated the skin. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.